Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via health authority that the tubing could not be connected to the vitrectomy machine interface during vitrectomy surgery. Procedure was completed after replacing it with the same model tubing. There was no patient impact.